Manufacturer narrative:
Batch review performed on 24 september 2020: lot 189834: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2014-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the event: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 lot. 1909880 (k170452) batch review performed on 24 september 2020: lot 1909880: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed for shoulder dislocation (glenosphere from liner). The surgeon revised successfully the liner and glenosphere. The insert inclination was modified from 145° to 155°.